Manufacturer narrative:
The device was received for analysis after pt reportedly died suddenly. Cause of death has been requested and primary health care professional states cause not known. Clinic reports pacer check in 2008 was uneventful. The devices were returned to the manufacturer, analyzed and the ventricualr lead subsequently tested out of specification. Further information received indicates cause of death was cardiomyopathy. The physician attributes the death to a malfunction of the lead. Noise on the ventricular lead caused inhibition of pacing according to the physician. The patient was pacemaker dependent. No conclusion can be drawn other (an appropriate device code cannot be identified).

Event description:
The device was received for analysis after pt reportedly died suddenly. Cause of death has been requested and primary health care professional states cause not known. Clinic reports pacer check in 2008 was uneventful. The devices were returned to the manufacturer, analyzed and the ventricualr lead subsequently tested out of specification. Further information received indicates cause of death was cardiomyopathy. The physician attributes the death to a malfunction of the lead. Noise on the ventricular lead caused inhibition of pacing according to the physician. The patient was pacemaker dependent.